Event description:
It was reported by the customer, patient admitted for treatment being punctured with a 20g huber miniloc needle, a leak was observed in the needle connection leading to the pvc extension, at the time of applying the serum. There was no need for medical intervention, there was no patient harm, and no exposure of blood or chemotherapy to the mucous membranes or skin of the patient and or/ professional. The product was discarded as it had already been used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.